Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic-assisted hysterectomy, the device blade did not retract and the jaws were difficult to open. The surgeon attempted to seal tissue with the device and was unable to get an end tone, indicating a complete seal cycle. The surgeon inspected the device jaws and noticed a metal piece protruding from the jaws. The surgeon used another type of ligasure instrument to successfully complete the procedure. There was no patient injury.